Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. No display ramping on its own anomaly was noted. The pump was received with cracked case at display window corners, cracked battery tube threads, minor scratches on lcd window and broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 208 mg/dl. The customer stated that she received a button error while trying to change the battery. The customer stated that she tried to attempt a bolus and the button got stuck. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.